Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely via a merlin.net transmission with diagnostics alert for non-sustain right ventricular oversensing (nsrvo) episodes on their implantable cardioverter defibrillator. It was noted that the right ventricular pacing was not resulting in proper capture. The patient was brought into the clinic on (B)(6) 2021 and programming changes were made. The patient was stable throughout.